Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor(gold). Insulin pump passed basic occlusion test and displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck on prime loop. The customer also stated that they experienced high blood glucose. Customer¿s blood glucose level was 540 mg/dl. The customer stated insulin continues to drip after motor stops during the manual prime process. The customer treated with manual injections. Mother stated that son tried to bolus and he still was not feeling well so he tested again and his blood glucose was over 500 mg/dl. Advised customer the insulin pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.